Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient could not hear well with the device. In situ testing showed 5 channels with status hi and 2 with sc. An accident or trauma is not known. A CT scan showed the cochlea to be normal and the electrode array to be fully inserted.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. Additionally, it seems that the reference electrode was embedded in bone, which might have contributed to the lack of benefit. The other damages found during investigation are contributable to explantation surgery. This is a final report.

Event description:
It was reported that the patient could not hear well with the device. The patient had made progress with spoken language with use of the device. There is no report of any accident or trauma. The patient was reimplanted in november.